Event description:
Olympus (okm) was informed that the customer evis lucera bronchovideoscope was returned to olympus service/repair center for a reported collapsed on the insertion tube and has air/water leakage from the insertion tube/bending section. The problem was found during inspection before use. No death, injury or harm was reported. Upon inspecting and testing, the coating on the insertion tube is peeled off. This report is being submitted to capture the peeling of the insertion tube.

Manufacturer narrative:
The service inspection confirmed the customer¿s reported problem; the bending section cover is leaking due to a hole/cut and the insertion tube is critically dented causing restriction in the instrument channel. Also, the service inspection identified the coating on the insertion tube is peeled off due to stress. Additionally, the light guide lens is broken, there is corrosion at the electrical connector due to leakage, the adhesive at the distal end is worn, the up angulation is out of specification due to a worn angle wire. The insertion tube is scratched and is kinked/wrinkled below the protective boot cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Corrected field: the initial report (MFR# 8010047-2022-10446) indicated that the device was serviced by a third party. This was an error. The device was not serviced by a third party. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeling of the coating on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to physical and chemical stresses. With respect to the physical stresses, it is probable that the following occurred: the insertion section interfered with and was rubbed against the mouthpiece. The device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, it is probable that the following occurred: non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was not reprocessed in accordance with recommended method by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube . Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.